Event description:
Customer alleged blood glucose of 96 mg/dl as measured on the aviva system with symptoms of low glucose. Customer alleged meter result did not match symptoms. Customer alleged passed out and his wife had to get him up so that he could take 1/2 glucose tablet. Customer reported feeling better after the glucose and went back to bed.